Event description:
Caller reported that the t: slim x2 pump battery would not charge, even with a stable setup and following recommended troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level reported. Customer attempted using different charging cables and wall adapters without success and had already ordered replacement charging supplies, expecting delivery within 2-3 days. Tandem technical support decided to replace the pump, instructed the customer on steps for using backup therapy (mdi), and coordinated the return of the faulty pump. A replacement pump was sent, and necessary procedures for its setup and return of the defective pump were communicated.